Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve was implanted to a (B)(6) month-old female patient via v-p shunt on an unknown date with unknown setting. After surgery, the abdominal catheter was obstructed and the valve was removed and replaced on (B)(6) 2021. It is unknown if the patient experienced any signs or symptoms of valve malfunction.

Manufacturer narrative:
The certas valve was returned for evaluation. Device history record (DHR): the product code 828816 with lot 4451683 conformed to the specifications when released to stock. Failure analysis: the position of the cam when valve was received was at setting 2. The valve was visually inspected; needle holes in the needle chamber were noted. The valve was hydrated. The catheter was irrigated no occlusions noted. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could have been due to biological debris and protein build up interfering with the valve, at the time of investigation no occlusion issues were noted.

Event description:
N/a.